Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 387 mg/dl. The customer treated with manual injection. No significant events leading to the alarm were observed. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device also had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.